Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a follow-up visit, physician noted suspected infection. The system was explanted. Patient remained in monitored care.

Manufacturer narrative:
Analysis was normal. No anomaly was found.